Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues returned.